Event description:
On 05/16/2023, it was reported by a sales representative via sems that an ar-9625 hex driver broke. This was discovered during a case, device broke during use. Per facility: "while seating one of the peripheral screws, a portion of the leading tip of driver broke off into the screw head. The surgeon was able to remove the broken tip and finish seating the peripheral screw with the second hex driver located in the tray. There was a minor delay (~1 minute) in surgery as the surgeon retrieved the broken piece and switched to the other hex driver. The instrument broke cleanly in two pieces, both of which were recovered. There was not an unplanned incision. A second surgery is not necessary. We will be returning the device for evaluation. The instrument is part of our inventory. The event did not occur during the initial use of the device. This is not a single-use device."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the drive geometry at the distal tip had twisted and broken. The broken piece was not returned for investigation. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.